Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to complete the analysis of the patient's heart rhythm, therefor the need for defibrillation could not be determined. There was no patient use reported with the event.

Manufacturer narrative:
The customer declined to pay for the device to be evaluated by a stryker service representative based on the age of device and it being out of warranty. However, the customer received assistance from a sales representative. The sales representative confirmed that the electrodes had expired. He was also able to confirm normal device function with a rhythm simulator, and downloaded the event files for review. A customer quality engineer evaluated the case files and found that the patient was initially connected for just over 3 seconds, and then again 14 seconds later for a duration of 11 seconds. This suggests that there were issues with the electrodes sensing the ECG rhythm, most likely due to them being expired. The lack of consistent electrode connection prevented the device from completing the full shock analysis. Therefore, the reported issue was verified through the ECG analysis, and the root cause was the expired electrodes inhibiting a stable connection and preventing the device from being able to make a shock decision. The customer ordered new electrodes, and the device remains in their possession.

Event description:
The customer contacted physio-control to report that their device was unable to complete the analysis of the patient's heart rhythm, therefor the need for defibrillation could not be determined. There was no patient use reported with the event.